Manufacturer narrative:
The device history record (DHR) was reviewed and no non-conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If the device is returned, or if additional information is received, then a supplemental emdr will be submitted containing the pertinent information. Section e additional contact details: (B)(6).

Event description:
The complaint occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The primary line (containing taxol) was reportedly leaking through the small hole on the filter. There was no human harm reported as a result of this complaint/event.